Event description:
The nurse fed patient and removed tube. The metal stem detached and stayed in the tube and was not noticed. When the nurse went back to feed the patient three hours later, gastric formula had come out of the stomach and burned patient's arm, thigh and stomach. The skin was cleaned. Contact was not aware of protective cap on device. Patient healing and getting wound care 2x weekly.